Event description:
On 3-25-96 pt was on motivator first time and "told to use on 50% of my strength, I did so, but was so sore for days...even hurt to breathe." Rptr advised therapist of this and told her "at my age (61) I didn't think I should be using this machine as I didn't "pump iron"-treadmill was my only planned exercise-my "biggy". Due to my complaint of severe pain & soreness my visits on march 27, 29, and april 1, 3, & 5 with prospects to begin motivator on next visit". Motivator was then used on april 1, 3, 5, 8, 10. Review physical therapy records 3-25 through 4-19. Was too sore & in too much pain to keep add'l appointments. Never returned to this physical therapy unit. Visited chiropractor on april 24, 25, 26, 30, may 2, 7, & 10 for wet heat applications, ultra sound, massage, etc. Visited orthopedic surgeon (one who did rotator cuff surgical repair of right shoulder on 1-23-96). See also his notes of 3-26, and 4-30 which reflect use of motivator and injection in left shoulder. Visits cancelled on apr 23 & april 30.